Event description:
The patient was male, age unk. The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was neither calcified nor tortuous. There was 90% stenosis. A coronary intervention (pci) was conducted to treat the target lesion. Pre-dilation was conducted with a 3.0 x 15mm terumo balloon. Inflation time and pressure were unk. After that, a 3.5 x 18mm cypher (lot i1206058) was being implanted at the target lesion. While inflating the balloon at 12atm for 30 seconds, the balloon ruptured. Ivus was conducted and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.